Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump witha broken cable; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by a cracked power cord. The power cord was replaced to correct the reported condition. Additional information: a service history review revealed that this device was not previously serviced for the reported condition, broken cable. However, a broken power cord was replaced during previous service.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.